Manufacturer narrative:
Diopter: +21.00. Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®) (B)(4). Method: evaluation method: lens work order search. Results: evaluation results: a lens work order search revealed there were no similar complaints within the work order. Visual inspection of the returned product found the lens optic is cracked. Lens was returned dry. There was evidence of dry clear surgical residue on optic lens. Conclusions code(s): conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated they received a aq2010v +21.00 diopter three piece silicone lens. Lens was noted to be cracked when package was opened. No patient contact. Lens was received defective.

Manufacturer narrative:
Based on the DHR review and root cause analysis, the probable cause could not be determined at this time. There were no documented issues and concerns with the manufacturing and inspection processes which may cause damage to the lens or inadvertently release a nonconforming lens. Physician report does not indicate that any exceptional event or condition would have caused damage to the lens. Based on the complaint history, work order search, product evaluation, and device history record review, a specific root cause of the event could not be determined. (B)(4).